Manufacturer narrative:
A photo of a set was provided by the customer. However, the attached photo does not represent the actual event. No issues were observed. The root cause of this failure was not identified.

Event description:
It was reported that there have multiple events in which the extension sets were separating prior to patient use. The IV fluids that are used are generally lactated ringers and sodium chloride for infusions. The IV bags sizes range from 250ml, 500ml & 1000ml depending on age of patients. Customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that; there have multiple events in which the extension sets were separating prior to patient use. The IV fluids that are used are generally lactated ringers and sodium chloride for infusions. The IV bags sizes range from 250ml, 500ml & 1000ml depending on age of patients. Customer further stated, there were no adverse effects caused to the patient from the event.